Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient's ins had been shut off for a few years because it was not working. The patient was possibly looking to have the ins removed and was going to have an MRI. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.